Manufacturer narrative:
A save to disk was performed after the device was explanted and was sent to bsc for eval. The episode that occurred prior to the pt's death showed a ventricular fibrillation (vf) where the morphology was very poor, this vf had polymorphic amplitude signals between 2-3 m volts and then some as low as <0.1 m volts. These signals would have been undersensed even if the device was set to the most sensitive setting. Analysis of the data revealed that the pt's death was a result of a vf with poor morphology, and there was no evidence that the implanted crt-d caused or contributed to this pt's death. At this time, the crt-d has not been returned to boston scientific. Upon receipt of the device and after laboratory analysis is completed, this report will be updated.

Event description:
Boson scientific crm received info that the pt with this cardioverter resynchronization therapy defibrillator (crt-d) experienced an arrhythmia while being hospitalized that began during the night and died in 2009. An interrogation of the crt-d revealed that the device undersensed the arrhythmia and only delivered anti-tachycardia pacing (atp), but no maximum energy shocks. This pt had been hospitalized since the implantation of the crt-d two days in 2009, intervention was needed on resorption of a hematoma in the pocket region. During the implantation, the physician did not conduct an induction test. The crt-d was explanted and will be returned for laboratory analysis.